Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a zyston cage migrated post-operatively. This was observed during a follow-up CT scan and a revision surgery is scheduled to replace the cage. The patient has a good post-operative course but is sometimes unable to maintain rest.

Event description:
It was reported that a zyston cage migrated post-operatively. This was observed during a follow-up CT scan.the patient has a good post-operative course but is sometimes unable to maintain rest. A revision surgery was performed in which the cage was removed and replaced with an alternative cage.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a zyston cage migrated post-operatively. This was observed during a follow-up CT scan.the patient has a good post-operative course but is sometimes unable to maintain rest. A revision surgery was performed in which the cage was removed and replaced with an alternative cage.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: this event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR could not be located, so a DHR review could not be completed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.